Event description:
It was reported the patient's blood glucose level (bg) rose to 373 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. The needle mechanism was inspected and no damages or abnormalities were observed that could contribute to the dislodging of the cannula. The exact cause of the reported dislodging could not be conclusively determined. Additionally, the adhesive welds and pad were inspected and no abnormalities were observed. Although the investigation did not find any evidence of damage, the reported adhesive issue could not be determined. Further investigation of the device discovered damage at the distal tip of the soft cannula. Despite the damage observed on the exposed portion of the soft cannula, fluid was able to freely flow through and complete the fluid path by passing through the cross drill of the distal tip. Thus, the cannula damage is not preventing insulin delivery. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.